Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that the freestyle libre reader would only turn on when connected to data cable and not with button push, starting from (B)(6) 2020. On (B)(6) 2020 the customer experienced symptoms of "sick, nausea, headache, and convulsion" and reportedly treated with glucose and insulin. On (B)(6) 2020, the customer then had contact with a healthcare professional as she reported to be unable to self-treat. The customer was treated with a "sugar bag" orally by the healthcare professional. There was no report of death or permanent injury associated with this event.